Event description:
It was reported to medtronic neurosurgery that the device was found to be difficult to adjust. The report states that there was no adverse impact or injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).